Event description:
The user claims that she can hear a noise when using the internal device.The presence of this noise depends on the position of the coil. If the coil is positioned slightly off-centre, the noise disappears. It could not be resolved through programming changes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.